Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record ((B)(4)) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that resistance was met when attempting to shuttle down the mynxgrip vascular closure device and when retracting the procedural sheath. The device was being used for arterial closure following a diagnostic procedure. The user shuttle down completely. Significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath; however, the sheath got stuck and did not move properly. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.

Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle, covering the balloon's proximal end. There was there was no saline in the balloon of the returned device. The sealant and the advancer tube were visible through the side slit of the shuttle. The procedural sheath was on the catheter, abutting the distal end of the shuttle hub. No resistance was felt when the procedural sheath movement was checked. Shuttle movement was also checked and slight resistance was felt during retraction. Subsequent to unsheathing, it was observed that half of the sealant was soaked in blood and the advancer tube was engaged to proximal tamp lock. The condition of the returned device indicated a complete engagement of the advancer tube. The catheter, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The review of the lot history record (f1528602) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by the sealant prematurely swelling up and increasing the profile, potentially resulting in the deployment failure. High tension applied to the balloon's catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath and as the device is being advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device failure. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per IFU. The root cause of the reported device deployment jam could not be conclusively determined; however, during the evaluation of the device, it was observed that the balloon from the returned device was incorrectly prepped. Per the mynx instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy.

Event description:
The following additional information was provided: there were no complications for the patient.